Event description:
Boston scientific received information that this programmer produced a clicking sound and emitted a burning smell when attempts were made to turn it to an on position. To date, no adverse patient effects were reported. The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough investigation of the programmer was performed. Analysis confirmed the programmer would not turn on due to a short in an internal component. The programmer was successfully repaired and passed all incoming functional tests after the repairs were completed.